Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the lens was implanted (B)(6) 2022. The patient has early dry age-related macular degeneration (armd). The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after intraocular lens (iol) implantation, the patient complained of experiencing central scotoma (central vision loss), but once the lights were turned on, everything went back to normal, patient could see everything. The patient was seeing black circles in front of the visual field upon awakening from sleep from the past 2 weeks. The surgeon told that the lens was perfectly centered, vision was good initially after cataract surgery was done. The intraocular lens (iol) had no defect or damage. Yttrium-aluminum-garnet (yag) laser was done to clear any level of posterior capsule opacity (pco). The patient had nonexudative age-related macular degeneration (armd) (early dry stage), yet examination images showed that it was not advanced and all the surgeons who had checked the case said that armd is not the cause for the scotoma. The clinical examination done after implantation also revealed that the patient had toxic maculopathy, glaucoma secondary to eye inflammation (indeterminate stage). Additional information received stated that the lens remains implanted in the patient's eye. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).